Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported frequent high blood glucose. Customer's blood glucose was 309 mg/dl at the time of the call. The customer also reported a hospitalization for high blood glucose. Date of hospitalization of (B)(6) 2014. Blood glucose at the time of admission was 586 mg/dl. The customer was treated with a manual injection at the hospital. Troubleshooting did not find any issues with the customer's insulin pump. The customer stated her high blood glucose has been a recurring issue. No additional information provided.